Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sores and an open skin irritation under the front-therapy electrode from the lifevest equipment. It was reported that the patient may have had a yeast irritation. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed nystatin topical powder for the irritation. Follow up indicated that the patient's skin irritation improved.